Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1415408) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4).

Event description:
The following information was reported: plug was successfully deployed. At the completion of the deployment when the advancer tube was removed, approximately 30% of the plug was attached to the advancer tube. Manual compression was applied for <5 minutes. Hemostasis was achieved. The patient was not hospitalized. Procedure type: peripheral cerebral angiogram patient was born: in (B)(6).